Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and inspected visually. Upon visual inspection, it was noticed that the in the loop of the device is blurry/not clear. Its possibly due to moisture or foreign substance in it. The received device would not be serviced as the product code (242316) is in process to be obsolete. A manufacturing record evaluation was performed for part no: 242316, serial. No: (B)(4), and no non-conformances were identified. The device can not be tested for functionality but will be confirmed based on the visual inspection. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a shoulder scope procedure the coupler, c-mount, 20 mm is cloudy. The procedure was completed with another coupler with no patient harm but there was a minute surgical delay to the case to change out the coupler. The device will be returning for evaluation.